Event description:
It was reported via repair work order that the hi/low and foot end were not functioning properly due to the tilt sensor being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.